Event description:
During transfer of resident from whirlpool chair to bed, while on a nylon hoyer sling and using the hoyer lift, resident slipped out of the sling landing on her back on the floor. A 1.5 cm skin tear and 4-5 cm edematous area noted on the back of her head. No other obvious injuries noted until signs taken and to be monitored q 4 l for 48 hours. Ice pack applied to headdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped permanently, other. Invalid data - on device destroyed/disposed of status.